Event description:
Thermodilution catheter was being flushed prior to insertion and it was found to be non-patent. On closer inspection, it appeared to have a small plastic covering over the distal port of the catheter. This catheter was not utilized for the procedure, but was instead forwarded for follow up.